Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dislocation of the 36f 0° liner from the 36+5 biolox v40 head. Patient was revised to a 0° f constrained liner and 28 +4 lfit v40 head. Rep can provide some additional pictures, and reported that no further information will be released by the hospital or surgeon.